Manufacturer narrative:
Product event summary: analysis found the device would not power up; main printed circuit board assembly found out of electrical spe cification. Analysis also found the battery contacts were compressed. Upper case, lower case, two side bail covers, and ring cover were found broken. It is noted two side bails and ring were missing. (B)(4)

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.